Event description:
Patient had cardiac cath. Hemostatic puncture closure device was used. Bleeding continued apparently from laceration to femoral artery. Patient was taken to o/r for surgical removal of the device and repair of the artery.